Event description:
The hcp reported that the patient has a "small mass" at the tip of the catheter that is visible. The patient is not having good pain control a catheter access port study was attempted; the hcp was unable to aspirate. The hcp decided to inject the dye and noted resistance - dye was not visible under fluoroscopy. The hcp plans to have the patient return in 2006, to check the reservoir volume of the pump, refill with dye and increase the rate to see if the dye advances. The results of this testing are unknown.